Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The unit was returned to service.

Event description:
The hospital reported the unit alarmed during pre-use checkout and restarted. There was no report of patient involvement.